Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.75g every 5 days (duration not provided). The cultures resulted positive for coagulase negative staphylococcus. The suspected cause of the peritonitis is poor hand washing by the patient. Additionally, the patient does not mask during treatment set-up. There was no report of a device malfunction, cycler set defect, or leak reported for this event. The patient is continuing ccpd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization.

Manufacturer narrative:
Correction: h6 clinical code plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file of a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The suspected cause of the peritonitis is poor hand washing by the patient. Additionally, the patient does not mask during treatment set-up. This is supported by the culture results of coagulase negative staphylococcus. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient's peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1.75 g every 5 days (duration not provided). The cultures resulted positive for coagulase negative staphylococcus. The suspected cause of the peritonitis is poor hand washing by the patient. Additionally, the patient does not mask during treatment set-up. There was no report of a device malfunction, cycler set defect, or leak reported for this event. The patient is continuing ccpd therapy utilizing the liberty select cycler during recovery. The patient did not require hospitalization.